Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Product was visually examined. There was no noted damage to the device or the wire. The device was then functioned. At first, the instrument did not work as intended; it would not pass the nitinol through. After a couple of times of working the wheels and reinserting the nitinol, the instrument works as intended. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon opening the package the nitnol wire would not advance forward or rearward when turning the wheels in the correct manner. The instrument never entered the patient but was however handled by the staff with arthroscopy fluid on their gloves. The instrument was wiped with caviwpies and rinsed with tap water prior to being placed in a red hazard bag. Attempts have been made and additional information on the reported event is unavailable.